Manufacturer narrative:
The field service engineer (fse) verified the reported issue and to address the failure, replaced the direct current (dc) to dc converter printed circuit board (pcb) and the graphical user interface (gui) central processing unit (cpu) pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during power up, a 980 ventilator direct current (dc) to dc converter printed circuit board (pcb)s blew causing a small amount of smoke to emit from the pcb (power control board) card cage. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: direct current (dc) to dc converter printed circuit board (pcb) and the graphical user interface (gui) central processing unit (cpu) pcb were returned for failure investigation. Visual inspection of both components was performed and thermal damage was observed on both parts. Due to the severity of this damage to the pcb, it was not installed into the test ventilator and no further evaluation was performed. If information is provided in the future, a supplemental report will be issued.